Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 12 mmol/l at the time of the call. The customer reverted to manual injection. The customer was advised to disconnect from the insulin pump. The customer was informed that the insulin pump will need to be replaced.